Event description:
Complainant alleged that medics responded to a call for a male patient in cardiac arrest. Upon arrival to the scene, the patient was being treated with CPR and defibrillation by the responding fire department. The medic team removed the electrodes from the patient and placed sternum and apex stat-padz on the patient, connecting the device to the patient. The device then displayed a "poor pad contact" message. The user checked the connection of the cable to the device, and the placement of the electrode pads on the patient. The pads were found to be securely applied and the patient was noted to be non-hairy. Re-assessment of the patient determined that circulation has spontaneously returned. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.